Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed noise of the atrial lead. The patient was brought into the clinic. Noise could be reproduced with isometrics. Fluoroscopy did not indicate any damage to the lead. The device was reprogrammed. The patients condition following the event was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.